Event description:
It was reported to boston scientific corporation that during a percutaneous nephrolithotomy procedure, the physician pulled the probe up a little while looking through the scope, and the probe broke cleanly in half. Half of the probe was attached to the handpiece, and half was still inside the scope. The scope was removed from the patient's body with the probe half still inside it. The procedure was completed with a new scope, with no complications to the patient.

Manufacturer narrative:
Unknown / no information available from user facility. A review of the manufacturing records for this lot shows no evidence of a manufacturing-related potential cause for this event. Customer complaint confirmed. Probe is broken. The conclusion is that the probe breakage is the result of the user bending the probe during use.